Event description:
Major pump unit(s) involved: blood pump;thoratec bivad - pvad's.specific component(s) involved: fibrin deposits in pump.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: both (in the same or visit).malfunction device type: rvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.